Event description:
It was reported that the pt expired. The cause of death was unk, but the reporter did not believe that the pt's death was related to the pump. The pt's pump was refilled every four months with morphine; the last refill was in 2008. No problems were noted during refills. It is unk if an autopsy was performed or if the pump was explanted. Multiple attempts have been made by the MFR to obtain add'l info without success.